Event description:
The facility had received a box marked as a dual lumen device; however, the box contained a single lumen device. On 8/15/96, the MFR contacted the facility's material manager who stated that there was no delay in surgery. "After completely opening the kit on the sterile field, it was noted that they had the wrong device; theefore, they repacked it as best as possible.

Manufacturer narrative:
This report is being filed to report corrective data from the MFR's initial report filed on 9/11/96. The MFR initially reported the eval "results" codes as:150, 200, 300 and 862; however, upon further review of these codes the MFR determined that these codes should be: 100, 200, 300 and 400. In addition, further review of the eval "conclusion" codes has been made and was determined that these codes should be: 67, 66, na and na, and not, 57, 66, 67 and na. These changes reflect the results made based on the device eval and the available info. The results of the device eval and the available info, could determine the cause of this event; hwoever, the MFR does not believe that this event is device or manufacturing error. No further info is available. The MFR is now closing the file on this event.